Manufacturer narrative:
According to the complainant the device will not be returned for investigation as it has been discarded by the patient. No lot release records were reviewed, as the product lot number was not provided. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Locked down smartphone: lockdown. Omnipod software app version: 3.1.2-p001. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: l2+. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient they were hospitalized for bronchial pneumonia and diabetic ketoacidosis (dka) on (B)(6) 2025. The patient stated that the primary reason for hospitalization was bronchial pneumonia; however, the patient also alleged that a series of pod connection failures contributed to the rapid clinical deterioration leading to dka. According to the report, the patient attempted a pod change after being instructed by a healthcare professional to return home for personal items prior to hospital admission on (B)(6) 2025. The patient stated that multiple pods¿reported as seven¿failed to connect both at home and later when attempted with hospital staff. As a result, the patient had no background insulin on board and experienced escalating hyperglycemia and high ketone levels. The patient reported blood glucose levels reaching 24 mmol/l (432 mg/dl). Following these failed pod connection attempts, the patient reverted to insulin pens during hospitalization but reported unstable glucose levels while using pen therapy. The patient was diagnosed with bronchial pneumonia and dka and received hospital treatment including intravenous antibiotics, salbutamol nebulizers, intravenous fluids, saline with potassium supplementation, atrapid infusion, sliding-scale insulin, and continuous oxygen therapy. The patient was discharged on (B)(6) 2025.